Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Imagery was provided by the site and reviewed which noted low tortuosity and low calcification within the access vessel. The complaint for frame damage was unable to be confirmed due to unavailability of relevant imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "during advancements of the delivery system, after the valve exited the esheath, the team took notice to a bent frame strut on the valve cage. Upon noticing, the physician decided to move forward and implant the valve." In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated h10.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. During advancements of the delivery system, after the valve exited the esheath, the team took notice to a bent frame strut on the valve cage. Upon noticing, the physician decided to move forward and implant the valve. The valve was implanted with no issues. As per follow-up with the fcs, there were no issues during the crimping phase. There was nothing more than usual resistance felt during insertion of the delivery system into the esheath. The loader was able to be fully inserted and the angle of insertion was in correct orientation. Per physicians discretion, the valve was deployed with no issues and the delivery system and esheath were removed in normal fashion. After withdrawal, it was noticed that the esheath had a small tear at the most distal end (clarified as distal tip split). There was no patient injury. The root cause of the bent frame strut is unknown as nothing was done out of the ordinary.